Event description:
It was reported that the patient underwent a gynecological procedure and mesh was used. The patient experienced erosion into her vaginal wall and bleeding. She had medical treatments several times over a year, and then had the mesh surgically removed, and the bleeding has ceased. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced erosion into her vaginal wall, pain and bleeding. The patient underwent medical treatments several times over a year and then had the mesh surgically removed on (B)(6) 2011. The bleeding ceased 2-3 weeks after the mesh was removed. No additional information is provided at this time.